Manufacturer narrative:
H4: the lot was manufactured between june 26, 2020 - june 29, 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which showed white drug residue located on the red coil cap near the fill port area. The photograph suggested a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) leaked at the fill port. The issue was identified before patient use. There was no patient involvement. No additional information is available.